Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided. Unique identifier: (B)(4). Legal manufacturer: hcs madison 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient connected to a tec 850 vaporizer that delivered output that was unstable and out of range. Reportedly, the patient experienced low blood pressure and was hemodynamically resuscitated in the postoperative room. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare has (gehc) investigation has been completed. Gehc made several attempts to obtain the device, device logs, and additional details about the event but none were provided. Based on the lack of information received the root cause is undetermined.